Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/increasingly severe pain/severe pelvic pain / pain") and procedural intestinal perforation ("perforation of colon during laparoscopy") in an adult female patient who had essure (batch no. 627293) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included attention deficit-hyperactivity disorder, irritable bowel syndrome, chickenpox and acroarthritis (knee surgery, reconstruction acl left). Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Previously administered products included for an unreported indication: acetaminophen and nsaid. Concurrent conditions included breast mass ((B)(6) 2012: excision of left breast mass.) And cervical dysplasia (2 loop electrosurgical excision procedure. Total abdominal hysterectomy). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced the first episode of alopecia ("excessive hair loss"), weight increased ("weight gain") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2009, the patient experienced the second episode of alopecia ("hair loss"). In (B)(6) 2012, the patient experienced procedural intestinal perforation (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding") and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced tooth disorder ("excessive dental problems"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), rash ("excessive rashes"), dyspareunia ("pain during intercourse") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, procedural intestinal perforation, tooth disorder, pelvic discomfort, menorrhagia, abdominal pain, back pain, rash, dyspareunia, menstrual disorder, weight increased, vaginal haemorrhage, dysmenorrhoea and the last episode of alopecia outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic discomfort, pelvic pain, procedural intestinal perforation, rash, tooth disorder, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: consumer stated that essure was not removed but hysterectomy and tubal ligation were performed (discrepant information). Furthermore, no radiopaque foreign body was identified in CT scan. Indication for the procedure: the patient presents to surgery for a laparoscopic abdominal vaginal hysterectomy for persistent cervical dysplasia. Surgery: bilateral laparoscopic assisted vaginal hysterectomy. Finding: the patient had two small 2 to 3 mm enterotomy sites at the distal small bowel, specifically in the proximal ileum. Diagnosis: dysplasia of cervix. Hysterectomy was completed abdominally. Ovaries were within normal limits and they were left in situ. Repair of small bowel injury was done (it occurred during laparoscopic). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Computerised tomogram - on (B)(6) 2011: no radiopaque foreign body is identified. Hysterosalpingogram - on (B)(6) 2009: coils were properly placed/successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)),"), pregnancy with contraceptive device ("pregnancy (with complications)"), pelvic pain ("chronic pelvic pain/increasingly severe pain/severe pelvic pain / pain/pain") and procedural intestinal perforation ("perforation of colon during laparoscopy/perforation-please describe and state location of perforation-colon") in an adult female patient who had essure (batch no. 627293) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted:no". The patient's medical history included attention deficit-hyperactivity disorder, irritable bowel syndrome, chickenpox, acroarthritis (knee surgery, reconstruction acl left), multigravida and parity 2 ((B)(6) 2000, (B)(6) 2002). Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Previously administered products included for an unreported indication: acetaminophen and nsaid. Concurrent conditions included breast mass ((B)(6) 2012 excision of left breast mass.) And cervical dysplasia (2 loop electrosurgical excision procedure total abdominal hysterectomy). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced the first episode of alopecia ("excessive hair loss") and dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)") and was found to have weight increased ("weight gain/weight gain/loss specify: gain"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced the second episode of alopecia ("hair loss"). In (B)(6) 2012, the patient experienced procedural intestinal perforation (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding") and vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), tooth disorder ("excessive dental problems"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), rash ("excessive rashes"), dyspareunia ("pain during intercourse"), menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems: depression and mental anguish") and anxiety ("psychological or psychiatric problems: depression and mental anguish"). The patient was treated with paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed) and total hysterectomy (uterus and cervix removed) lavh). Essure was removed on 7-jun-2012. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, tooth disorder, pelvic discomfort, abdominal pain, back pain, rash, dyspareunia, menstrual disorder, dysmenorrhoea, the last episode of alopecia, depression and anxiety outcome was unknown and the pelvic pain, procedural intestinal perforation, menorrhagia, weight increased and vaginal haemorrhage had not resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic discomfort, pelvic pain, pregnancy with contraceptive device, procedural intestinal perforation, rash, tooth disorder, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: consumer stated that essure was not removed but hysterectomy and tubal ligation were performed (discrepant information). Furthermore, no radiopaque foreign body was identified in CT scan. Indication for the procedure: the patient presents to surgery for a laparoscopic abdominal vaginal hysterectomy for persistent cervical dysplasia. Surgery: bilateral laparoscopic assisted vaginal hysterectomy finding: the patient had two small 2 to 3 mm enterotomy sites at the distal small bowel, specifically in the proximal ileum. Diagnosis: dysplasia of cervix hysterectomy was completed abdominally. Ovaries were within normal limits and they were left in situ. Repair of small bowel injury was done (it occurred during laparoscopic). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Computerised tomogram - on (B)(6) 2011: results: no radiopaque foreign body is identified. Hysterosalpingogram - on (B)(6) 2009: results: coils were properly placed/sucessfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-nov-2018: pfs received. Events per pfs: pregnant with essure was added, perforation (fallopian tube(s)), psychological or psychiatric problems: depression and mental anguish were added, outcome of the events were updated. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),'), pelvic pain ('chronic pelvic pain/increasingly severe pain/severe pelvic pain / pain/pain') and procedural intestinal perforation ('perforation of colon during laparoscopy/perforation-please describe and state location of perforation-colon') in an adult female patient who had essure (batch no. 627293) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted:no". The patient's medical history included attention deficit-hyperactivity disorder, irritable bowel syndrome, chickenpox, acroarthritis (knee surgery, reconstruction acl left), gravida ii and parity 2 ((B)(6) 2000, (B)(6) 2002). Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Previously administered products included for an unreported indication: acetaminophen and nsaid. Concurrent conditions included breast mass ((B)(6) 2012 excision of left breast mass.) And cervical dysplasia (2 loop electrosurgical excision procedure total abdominal hysterectomy). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced the first episode of alopecia ("excessive hair loss") and dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)") and was found to have weight increased ("weight gain/weight gain/loss specify: gain"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2009, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)") and experienced the second episode of alopecia ("hair loss"). In (B)(6) 2012, the patient experienced procedural intestinal perforation (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding") and vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), tooth disorder ("excessive dental problems"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), rash ("excessive rashes"), dyspareunia ("pain during intercourse"), menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems: depression and mental anguish/psych injury"), anxiety ("psychological or psychiatric problems: depression and mental anguish"), genital haemorrhage ("general abnormal bleeding") and post procedural complication ("post removal complications"). The patient was treated with paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed) and total hysterectomy (uterus and cervix removed) lavh). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, tooth disorder, pelvic discomfort, abdominal pain, back pain, rash, dyspareunia, menstrual disorder, dysmenorrhoea, the last episode of alopecia, depression, anxiety and post procedural complication outcome was unknown, the pelvic pain and genital haemorrhage had resolved and the procedural intestinal perforation, menorrhagia, weight increased and vaginal haemorrhage had not resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic discomfort, pelvic pain, post procedural complication, pregnancy with contraceptive device, procedural intestinal perforation, rash, tooth disorder, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: essure removal date: (B)(6) 2012 (discrepancy noted). Consumer stated that essure was not removed but hysterectomy and tubal ligation were performed (discrepant information). Furthermore, no radiopaque foreign body was identified in CT scan. Indication for the procedure: the patient presents to surgery for a laparoscopic abdominal vaginal hysterectomy for persistent cervical dysplasia. Surgery: bilateral laparoscopic assisted vaginal hysterectomy finding: the patient had two small 2 to 3 mm enterotomy sites at the distal small bowel, specifically in the proximal ileum. Diagnosis: dysplasia of cervix hysterectomy was completed abdominally. Ovaries were within normal limits and they were left in situ. Repair of small bowel injury was done (it occurred during laparoscopic). She received treatment for "pelvic pain". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Computerised tomogram - on (B)(6) 2011: results: no radiopaque foreign body is identified. Hysterosalpingogram - on (B)(6) -2009: results: coils were properly placed/sucessfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff information form received. Event¿ genital haemorrhage, and post procedural complication¿ was added. Events¿ pelvic pain¿ outcome was updated to recovered/resolved. Previously reported event "pregnant with contraceptive device" seriousness criterion was updated to non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),'), pelvic pain ('chronic pelvic pain/increasingly severe pain/severe pelvic pain / pain/pain') and procedural intestinal perforation ('perforation of colon during laparoscopy/perforation-please describe and state location of perforation-colon') in an adult female patient who had essure (batch no. 627293) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted:no". The patient's medical history included attention deficit-hyperactivity disorder, irritable bowel syndrome, chickenpox, acroarthritis (knee surgery, reconstruction acl left), gravida ii and parity 2 ((B)(6) 2000, (B)(6) 2002). Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Previously administered products included for an unreported indication: acetaminophen and nsaid. Concurrent conditions included breast mass ((B)(6) 2012) excision of left breast mass.) And cervical dysplasia (2 loop electrosurgical excision procedure total abdominal hysterectomy). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced the first episode of alopecia ("excessive hair loss") and dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)") and was found to have weight increased ("weight gain/weight gain/loss specify: gain"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2009, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)") and experienced the second episode of alopecia ("hair loss"). In (B)(6) 2012, the patient experienced procedural intestinal perforation (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding") and vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), tooth disorder ("excessive dental problems"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), rash ("excessive rashes"), dyspareunia ("pain during intercourse"), menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems: depression and mental anguish/psych injury"), anxiety ("psychological or psychiatric problems: depression and mental anguish"), genital haemorrhage ("general abnormal bleeding") and post procedural complication ("post removal complications"). The patient was treated with paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed) and total hysterectomy (uterus and cervix removed) lavh). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, tooth disorder, pelvic discomfort, abdominal pain, back pain, rash, dyspareunia, menstrual disorder, dysmenorrhoea, the last episode of alopecia, depression, anxiety and post procedural complication outcome was unknown, the pelvic pain and genital haemorrhage had resolved and the procedural intestinal perforation, menorrhagia, weight increased and vaginal haemorrhage had not resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic discomfort, pelvic pain, post procedural complication, pregnancy with contraceptive device, procedural intestinal perforation, rash, tooth disorder, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2008 essure removal date: (B)(6) 2012, (B)(6) 2012(discrepancy noted). Consumer stated that essure was not removed but hysterectomy and tubal ligation were performed (discrepant information). Furthermore, no radiopaque foreign body was identified in CT scan. Indication for the procedure: the patient presents to surgery for a laparoscopic abdominal vaginal hysterectomy for persistent cervical dysplasia. Surgery: bilateral laparoscopic assisted vaginal hysterectomy finding: the patient had two small 2 to 3 mm enterotomy sites at the distal small bowel, specifically in the proximal ileum. Diagnosis: dysplasia of cervix hysterectomy was completed abdominally. Ovaries were within normal limits and they were left in situ. Repair of small bowel injury was done (it occurred during laparoscopic). She received treatment for "pelvic pain". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Computerised tomogram - on (B)(6) 2011: results: no radiopaque foreign body is identified. Hysterosalpingogram - on (B)(6) 2009: results: coils were properly placed/sucessfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change medical records received- no new significant information. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/increasingly severe pain/severe pelvic pain / pain") and large intestine perforation ("perforation of colon during laparoscopy") in an adult female patient who had essure (batch no. 627293) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted:no". The patient's past medical history included attention deficit-hyperactivity disorder, irritable bowel syndrome, chickenpox and arthritis (knee surgery, reconstruction acl left). Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Concurrent conditions included breast mass ((B)(6) 2012 excision of left breast mass.) And cervical dysplasia ( 2 loop electrosurgical excision procedure total abdominal hysterectomy). In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2008, the patient had essure inserted. In may 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2009, the patient experienced the first episode of alopecia ("hair loss"). In june 2012, the patient experienced large intestine perforation (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding"), vaginal haemorrhage ("vaginal bleeding") and procedural complication ("perforation of colon during laparoscopy"). On an unknown date, the patient experienced tooth disorder ("excessive dental problems"), the second episode of alopecia ("excessive hair loss"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), rash ("excessive rashes"), dyspareunia ("pain during intercourse"), menstrual disorder ("menstruation issues") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, large intestine perforation, tooth disorder, the last episode of alopecia, pelvic discomfort, menorrhagia, abdominal pain, back pain, rash, dyspareunia, menstrual disorder, weight increased, vaginal haemorrhage, dysmenorrhoea and procedural complication outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, large intestine perforation, menorrhagia, menstrual disorder, pelvic discomfort, pelvic pain, procedural complication, rash, tooth disorder, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: consumer stated that essure was not removed but hysterectomy and tubal ligation were performed (discrepant information). Furthermore, no radiopaque foreign body was identified in CT scan. Indication for the procedure: the patient presents to surgery for a laparoscopic abdominal vaginal hysterectomy for persistent cervical dysplasia. Surgery: bilateral laparoscopic assisted vaginal hysterectomy finding: the patient had two small 2 to 3 mm enterotomy sites at the distal small bowel, specifically in the proximal ileum. Diagnosis: dysplasia of cervix hysterectomy was completed abdominally. Ovaries were within normal limits and they were left in situ. Repair of small bowel injury was done (it occurred during laparoscopic). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Computerised tomogram - on 20-jun-2011: no radiopaque foreign body is identified hysterosalpingogram - on 1-feb-2009: coils were properly placed/sucessfully occluded quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. New reporter added. Reporter information updated. Plantiff demography added. Product insertion date and indication updated. Lot number added. Events added: vaginal bleeding, perforation of colon, dysmenorrhea, hair loss and device monitoring procedure not performed added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),'), pelvic pain ('chronic pelvic pain/increasingly severe pain/severe pelvic pain / pain/pain') and procedural intestinal perforation ('perforation of colon during laparoscopy/perforation-please describe and state location of perforation-colon') in an adult female patient who had essure (batch no. 627293) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted:no". The patient's medical history included attention deficit-hyperactivity disorder, irritable bowel syndrome, chickenpox, acroarthritis (knee surgery, reconstruction acl left), gravida ii and parity 2 ((B)(6) 2000, (B)(6) 2002). Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Previously administered products included for an unreported indication: acetaminophen and nsaid. Concurrent conditions included breast mass ((B)(6) 2012 excision of left breast mass.) And cervical dysplasia (2 loop electrosurgical excision procedure total abdominal hysterectomy). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced the first episode of alopecia ("excessive hair loss") and dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)") and was found to have weight increased ("weight gain/weight gain/loss specify: gain"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2009, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications)") and experienced the second episode of alopecia ("hair loss"). In (B)(6) 2012, the patient experienced procedural intestinal perforation (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding") and vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), tooth disorder ("excessive dental problems"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), rash ("excessive rashes"), dyspareunia ("pain during intercourse"), menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems: depression and mental anguish/psych injury"), anxiety ("psychological or psychiatric problems: depression and mental anguish"), genital haemorrhage ("general abnormal bleeding") and post procedural complication ("post removal complications"). The patient was treated with paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed) and total hysterectomy (uterus and cervix removed) lavh). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, tooth disorder, pelvic discomfort, abdominal pain, back pain, rash, dyspareunia, menstrual disorder, dysmenorrhoea, the last episode of alopecia, depression, anxiety and post procedural complication outcome was unknown, the pelvic pain and genital haemorrhage had resolved and the procedural intestinal perforation, menorrhagia, weight increased and vaginal haemorrhage had not resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, menstrual disorder, pelvic discomfort, pelvic pain, post procedural complication, pregnancy with contraceptive device, procedural intestinal perforation, rash, tooth disorder, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: essure removal date: (B)(6) 2012 (discrepancy noted). Consumer stated that essure was not removed but hysterectomy and tubal ligation were performed (discrepant information). Furthermore, no radiopaque foreign body was identified in CT scan. Indication for the procedure: the patient presents to surgery for a laparoscopic abdominal vaginal hysterectomy for persistent cervical dysplasia. Surgery: bilateral laparoscopic assisted vaginal hysterectomy finding: the patient had two small 2 to 3 mm enterotomy sites at the distal small bowel, specifically in the proximal ileum. Diagnosis: dysplasia of cervix hysterectomy was completed abdominally. Ovaries were within normal limits and they were left in situ. Repair of small bowel injury was done (it occurred during laparoscopic). She received treatment for "pelvic pain". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Computerised tomogram - on (B)(6) 2011: results: no radiopaque foreign body is identified. Hysterosalpingogram - on (B)(6) 2009: results: coils were properly placed/sucessfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/increasingly severe pain/severe pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("excessive dental problems"), alopecia ("excessive hair loss"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), rash ("excessive rashes"), dyspareunia ("pain during intercourse"), menstrual disorder ("menstruation issues") and weight increased ("weight gain"). The patient was treated with surgery (essure removal on (B)(6) 2012; underwent hysterectomy due to complications from the essure device). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, tooth disorder, alopecia, pelvic discomfort, menorrhagia, abdominal pain, back pain, rash, dyspareunia, menstrual disorder and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, menorrhagia, menstrual disorder, pelvic discomfort, pelvic pain, rash, tooth disorder and weight increased to be related to essure. The reporter commented: before the surgery the plaintiff subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: coils were properly placed/successfully occluded. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 21-sep-2017: f/u summons received-reporter was added. Lab data information was updated. Events menstruation issues and weight gain were added. Event outcome were unknown. Non-drug treatment notes was updated. Product indication added. Event severe pelvic pain was clubbed with earlier event. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
(B)(6) 2009, hysterosalpingogram.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/increasingly severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), rash ("excessive rashes"), tooth disorder ("excessive dental problems") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (essure removal on (B)(6) 2012). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, alopecia, rash, tooth disorder and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, menorrhagia, pelvic discomfort, pelvic pain, rash and tooth disorder to be related to essure. The reporter commented: before the surgery the plaintiff subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: coils were properly placed this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/increasingly severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), rash ("excessive rashes"), tooth disorder ("excessive dental problems") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (essure removal on (B)(6) 2012). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, alopecia, rash, tooth disorder and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, menorrhagia, pelvic discomfort, pelvic pain, rash and tooth disorder to be related to essure. The reporter commented: before the surgery the plaintiff subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 4-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2008, and reported adverse events including chronic pelvic pain/increasingly severe pain. In (B)(6) 2012 the plaintiff underwent essure removal. Pain of varying intensity and length of time may occur and persist following essure placement. This case was classified as incident due to the reported intervention required. Follow-up information will be obtained through the litigation process. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/increasingly severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), rash ("excessive rashes"), tooth disorder ("excessive dental problems") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (essure removal on (B)(6) 2012). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain, back pain, alopecia, rash, tooth disorder and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, menorrhagia, pelvic discomfort, pelvic pain, rash and tooth disorder to be related to essure. The reporter commented: before the surgery the plaintiff subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: coils were properly placed. Company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2008, and reported adverse events including chronic pelvic pain/increasingly severe pain. In (B)(6) 2012 the plaintiff underwent essure removal. Pain of varying intensity and length of time may occur and persist following essure placement. This case was classified as incident due to the reported intervention required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.